Event description:
It was reported that the field representative made an inquiry to technical services (ts) regarding safety core settings. The field representative also stated that they have had a few cases with oversensing and syncope as a consequence. However, there is no information provided regarding the specific product that exhibited this behavior at this time. Ts addressed the field representative's questions and elaborated on device function. Further information was requested to the field representative regarding the specific cases, however, no additional details were able to be obtained. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative made an inquiry to technical services (ts) regarding safety core settings. The field representative also stated that they have had a few cases with oversensing and syncope as a consequence. However, there is no information provided regarding the specific product that exhibited this behavior at this time. Ts addressed the field representative's questions and elaborated on device function. Further information was requested to the field representative regarding the specific cases. No additional adverse patient effects were reported.